Event description:
It was reported that the tip broke off as the suture was being slid through. Everything was retrieved but a 40 minutes delay was reported. Customer reported, no adverse consequences as a result of this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the customer's complaint could not be verified. The lot number was not provided, therefore, device history could not be reviewed and mfg date not determined. The cause of this event could not be determined without device evaluation.